Event description:
It was reported that during a coronary stent procedure, the shaft of the catheter kinked during advancement. It is unk if the lesion had been pre dilated. Another stent was successfully used to complete the procedure. No pt injury or complication occurred.